Event description:
It was reported that the patient sought treatment with surgeon on (B)(6), 2009, for low back and bilateral lower extremity pain. The surgeon performed an axial lumbar interbody fusion at l5-s1 . The patient was implanted with rhbmp-2/acs and puregen. Patient continued with pain and surgeon recommended a second procedure for failure of solid fusion across the facets at the l5-s1 level, at the same time charting and reporting that she had achieved a ¿robust fusion.¿ reportedly, the patient has had continued treatment for ongoing and persistent back and tailbone pain since surgery. Patient suffered severe and permanent injuries.

Manufacturer narrative:
(B)(4): neither the device nor imaging studies were returned nor provided for evaluation. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2006: patient underwent MRI of lumbar spine which shows disc space narrowing at l5-s1 with broad based annular bulge with inf ra-foraminal extension. On (B)(6) 2006, (B)(6) 2008: patient presented for evaluation of back pain /lumbar radiculopathy. Patient fell a few months ago. Prior to fall patient had radicular pain radiating to right leg. Since the fall pain radiates to both legs. Most of her pain is in buttocks, radiates to back of knees and upper calf area, sometimes radiates all the way to feet. Associates symptoms include numbness, paresthesias in legs. On (B)(6) 2006, (B)(6) 2007, (B)(6) 2008 : patient underwent fluoroscopic guided lumbar epidural injection. Assessment: patient has an l5-s1 disc protrusion with associated bilateral lumbar radicular pain. On (B)(6) 2008: patient presented for evaluation of headaches. Cervical range of motion moderately diminished in all directions. She is tender in cervical paraspinous musculature. On (B)(6) 2009: patient underwent MRI of lumbar spine due to low back pain. Impression: disc herniation at l5-s1.this is broad based but has leftward preference. Again, the left s1 nerve root centrally is displaced and there is compromise to the inlet to the left neural foramen. Gentle impingement is also seen upon the right s1 nerve root centrally and there is foraminal narrowing on the inlet on the right but this of borderline architectural significance. On (B)(6) 2009: patient presented with complains of pain in lower back with pain radiating down both right and left legs. Review of system is positive for night sweats, difficulty sleeping. On physical examination, patient is tender in l4-s1 area. Extension is impossible because of pain. Forward flexion is also limited. She has positive slr, a positive lasegue test bilaterally, more on right as compared to left. She has s1 parasthesias bilaterally, more on right as compared to left. Patient underwent x-ray of lumbar spine due to low back pain. Impression: minor l5-s1 disc interspace narrowing. MRI shows a near complete obliteration of l5-s1 disk with a complete foraminal collapse of bilateral l5-s1 foramen and a severe stenosis at that level. On (B)(6) 2009: patient presented with preoperative diagnosis of l5-s1 lumbar spinal foraminal stenosis, l5-s1 degenerative disc disease, l5-s1 herniated disk and l5-s1 degenerative retrolisthesis and underwent following procedures 1) l5-s1 axial lumbar interbody fusion(placement of interbody cage) with posterior spinal instrumentation(bilateral facet screws). 2) l5-s1 anterior lumbar discectomy 3) l5-s1 anterior interbody fusion using auto and allograft 4) posterior spinal fusion using auto and allograft l5-s1. As per operative report: discectomy was done using axialif shavers and endplates were prepared using endplate shavers which actually gave a fairly good restoration of disk height. The guide wire was placed and axialif cage was measured. The axialif cage 45 mm maximum distraction was placed at l5-s1.the disk space was packed with auto and allograft. This gave excellent packing of whole disk. The axialif cage was placed across the l5-s1 disk space and a very good distraction was obtained and restoration of foraminal height was obtained as well. A small incision was made over spinous process of l3. The fascia was incised and using jamshidi needles guide wire was placed over facet of l5-s1 which was then tapped and packed with auto and allograft and a zimmer facet screw. The facet screw was compressed and an excellent compression of l5-s1 facet screw was obtained. The patient was taken out of the operating room in stable condition. On (B)(6) 2009: patient presented for post-op evaluation and complains of slight right leg pain shooting down to toe and difficulty sleeping. On (B)(6) 2009 to (B)(6) 2010: patient started physical therapy to decrease pain, improve function, increase range of motion and increase strength. On (B)(6) 2009: patient underwent x-ray of lumbar spine. Impression: fusion at l5-s1, minimal degenerative disc disease. On (B)(6) 2009, (B)(6) 2010: patient presented for evaluation and still complains of some stiffness in lower back. On (B)(6) 2010: patient underwent CT of lumbar spine with 3d reformats without contrast. Conclusion 1)status post transaxial and facet stabilization at l5-s1 without bony bridging. Broad disc-osteophytic complex asymmetric to the left contributes to left greater than right lateral recess stenosis . Biforaminal stenosis with effacement of the l5 nerve roots within the root foramina, left slightly greater than right. Effacement to the left s1 nerve root within the left lateral recess and abutment of the right s1 nerve root within the right lateral recess. No instrument dislodgement. 2) l4-5 facet arthropathy and ligamentum flavum hypertrophy with mild central canal stenosis. 2) no acute vertebral fractures. On (B)(6) 2010: patient presented for office visit and underwent CT scan which shows a robust fusion but patient has formed too much fusion mass which is now causing a secondary stenosis which is probably why patient is having intermittent radicular pain. On (B)(6) 2010: patient presented for evaluation and complains of pain in the axialif wound and was given an injection. On (B)(6) 2010: patient presented for follow up visit with complaints of coccyx which radiated down right leg. Review of system is positive for sleeping difficulty, headache, leg cramps, muscle aches, back pain. On (B)(6) 2010: patient presented for follow up visit regarding back pain/lumbar radiculopathy. Post axialif procedure patient started to have new pain in region of perineum and coccyx. On physical examination, patient has marked coccyx region tenderness. On (B)(6) 2010: patient underwent CT of pelvis without contrast with multiplanar reconstructions due to pain and disorder of coccyx. Im pression: 1) solid bony fusion developing at l5-s1 in the setting of a retrograde variable pitch compressive lag screw construct with posterior facet fixation. 2) left foraminal narrowing at l5-s1 in the setting of calcifying disc bulge. On (B)(6) 2010: patient underwent fluoroscopic guided epidural steroid injection in coccyx. On (B)(6) 2010: patient underwent impar ganglion block as patient has been exhibiting symptoms consistent with rectal pelvic pain associated with coccydynia. Patient tolerated the procedure well. On (B)(6) 2010: patient presented for follow up on impar ganglion block which provide relief temporarily. Assessment: coccydynia. On (B)(6) 2010: patient presents with chief complaint of shoulder pain. Review of systems is positive for myalgias. On physical examination, muscular tenderness and rigidity is present and there is decreased range of motion. Diagnosis: neck pain. Patient also complains of right arm pain. Physical examination: diffuse tenderness in cervical paraspinals as well as right trapezius. Assessment: ¿ brachial plexopathy vs cervical disc dz¿. On (B)(6) 2010, (B)(6) 2011: patient underwent fluoroscopic guided transforaminal epidural cervical steroid injection. On (B)(6) 2011: patient presented with chief complaint of right hand pain and swelling. On (B)(6) 2011: patient underwent radio frequency lesioning of impar ganglion and s5. On (B)(6) 2011: patient presents with chief complaint of uri possible sinusitis. Symptoms including congestion, cough and headache. On (B)(6) 2011: patient presents with left sided neck pain and continued coccydynia. On (B)(6) 2011: patient presented to discuss about scs trail. Assessment: post laminectomy pain syndrome, neuralgia, coccydynia. On (B)(6) 2011: patient presents with chief complaint of difficulty of sleeping. On (B)(6) 2011: patient was treated for post laminectomy syndrome pain syndrome with neuralgia and coccydynia and was implanted with two thoracolumbar epidural spinal cord stimulation leads for a trial of spinal cord stimulation to control intractable pain. The major area of pain involves lower extremities/low back/coccyx. On (B)(6) 2011: patient presents with chief complaint of achiness, congestion, facial pain, nasal congestion, productive cough with yellow colored sputum, shortness of breath, sinus pressure, sore throat and wheezing. On (B)(6) 2011: patient presents with chief complain of cervical pain. Physical examination: there is marked coccyx region tenderness. Assessment: assessment: post laminectomy pain syndrome, neuralgia, coccydynia. On (B)(6) 2011: patient complains of joint pain. On (B)(6) 2012: patient underwent x-ray of cervical spine due to pain and degenerative disc disease. Findings: there is a calcified left upper lung granuloma. There is a straightening of normal cervical lordosis on the neutral lateral view. There is mild narrowing of c5-c6 intervertebral disc space. There is probable spurring of the articulation between the anterior arch of c1 and dens. There is mild spurring of the uncovertebral joints at the c4-c5 and c5-c6 levels. Patient also underwent x-ray of lumbosacral spine due to pain and degenerative disc disease. Findings: there is narrowing of l5-s1 I intervertebral disc space. There is mild narrowing of the l4-l5 intervertebral disc space. On (B)(6) 2012: patient presents with chief complaint of frequency, urgency, burning with urination. On (B)(6) 2012: patient presented with pre operative diagnosis of right cerebellopontine angle tumor underwent right retrosigmoid micro-resection of acoustic neuroma. On (B)(6) 2012: patient who is status post right acoustic neuroma resection underwent CT of head without contrast. Impression: postsurgical changes of right sub-occipital craniotomy with minimal scattered pneumocephalus without evidence of acute intracranial hemorrhage or mass effect. On (B)(6) 2012: patient present with chief complaint left knee pain. Review of system is positive for arthralgias. Knee tenderness present. On (B)(6) 2012: patient underwent MRI of brain due to headaches, schwannoma. Impression: interval right suboccipital craniotomy with a small amount of enhancement within the right iac. This is likely postoperative in nature, however due to slight nodularity along the posterior margin, continued observation is recommended to exclude a very small amount of residual tumor.2) a tiny meningioma is suspected. On (B)(6) 2012: patient presents for anxiety disorder and insomnia. On (B)(6) 2013: patient present for follow up on migraines since acoustic neuroma removal. On physical examination: there is marked coccyx region tenderness. Assessment: post laminectomy pain syndrome, neuralgia, coccydynia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.